Event description:
Adverse event: interrupted procedure. Malfunction: bed issues. A user facility reported the bed does not move far enough to accommodate the pt. They need to rotate the pt's head for treatment. Pt's outcome was not affected.

Manufacturer narrative:
Determination of root cause -- assessment: a review for three months prior to the date of this event showed no previous complaints of bed issues for this system. The territory manager (tm) confirmed that the bed did not move far enough to the right to reach left eye pupil. The bed had not been swiveled fully in since the customer does not use swivel function. The tm showed customer how to determine if bed was physically moved from in position and suggested ways to determine if bed has shifted. During the same visit, the customer commented that the left side white light was not as bright as the right and they had noticed hesitation in the y-axis when trying to position pt. The y-motor was replaced and white light connectors reseated. Verification was completed confirming that system was functioning according to specifications. Conclusion: based on analysis of info, root cause was determined to be component related, specifically the y motor. (B) (4)